Event description:
I do not have the exact date the burns occurred. My father ordered a heating pad from biotech research, in answer to an advertisement, the instructions said could be used continuously, dad recieved severe burns on his leg and his buttocks. This happened at least 3 wks ago. His dr and home nurse have been treating the burns.